Manufacturer narrative:
The hanaulux 3000 series light system is not marketed in the us. This report has been made due to a similarity with devices marketed by maquet in the us. The maquet field service technician evaluated the device and found that some particle of paint is missing on the yoke of the cupola. Maquet assumes that device failed to meet its specification due to collisions with another device. Additionally, the device was directly involved with the reported event and was being used for treatment of the patient when the event occurred. Per the hanaulux series instruction for use, users should "check the lightheads for chipped paint, impact marks and any other damage" on a daily basis.

Event description:
The customer reported that, during a surgery, some particle fell down from the light. There were no injuries reported. (B)(4).